Manufacturer narrative:
(B)(4). Date sent: 4-2-2012. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an abdominoplasty procedure, the handle was not able to close. It was due to too much tissue in the jaws. But we still wanted to make the complaint. It is unknown how the procedure was completed. There were no adverse patient consequences. No device will be returning it was discarded.